Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the damage appears to have occurred during use. One 5 fr d/l groshong 55cm PICC was returned for investigation. Evidence of use was observed on the device. A suture wing was positioned and secured over the 45 and 46 cm depth marks. Sutures were tied through the holes in the suture wing. Residue that could be from an adhesive dressing was observed on the d/l tubing between the bifurcation and the suture wing. Remnants of what could be a fibrin sheath were observed between the 17 and 20 cm depth marks. Functional testing confirmed a leak in the lumen with the white connector. The leak originated from a tear in the bifurcation at the proximal end of the wing. A tear existed at the proximal end of each bifurcation wing, but the tear only breached the lumen with the white connector. The surface of the tear was noted to be granular under magnification. Due to the evidence of use, the tear in the bifurcation developed over time. This can occur from repeated stress at the bifurcation by pulling on the wings or extension legs. The product IFU provides securement techniques to prevent stress on the bifurcation. A lot history review (lhr) is not possible as no manufacturing lot number was provided by the complainant.

Event description:
It was reported that the wing cracked and leak was observed when the patient was sitting. The catheter was removed.